Manufacturer narrative:
Product ID: 8711, serial# (B)(4), product type: catheter; product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-nov-07. It was reported that the cause of not being able to aspirate the catheter was unknown. The cause of the inability to get the new catheter in the intrathecal space was related to patient anatomy. The physician needed a CT scan to identify the intrathecal sac and best place for insertion. The CT scan and catheter revision were performed to resolve the inability to get the new catheter into the intrathecal space. After the CT scan, another new catheter was connected and placed successfully in the intrathecal space.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter, product ID: neu _unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 100 mcg/day (updated to 1,000 mcg/day). The reason for use was intractable spasticity and cerebral palsy. It was reported that the caller was in a normal eri replacement case on (B)(6) 2019 and the hcp could not aspirate the catheter. The hcp decided to do a total system explant at that point. Caller states due to the patient's anatomy, they are unable to get the new catheter into the intrathecal space. The caller is asking if he can just leave the patient's pump in shelf state. Caller confirmed they have already filled the pump with baclofen 2000 mcg/ml and have tunneled the pump segment to the spinal segment. The hcp is wanting to bring the patient to get a CT scan to figure out how to get the catheter into the intrathecal space, then finish placing the spinal portion of the catheter after the CT scan on (B)(6) 2019. The hcp wants to keep the new pump in the pocket. The issue was diagnosed via cap aspiration. It was reviewed to take the pump out of shelf state and programming it to minimum rate, for it is the sa me infusion per day. They also discussed this would ensure the pump can be updated. Caller stated they plan to bring the pump out of minimum rate on (B)(6) 2019 after the CT scan and placing the new catheter in the intrathecal space. It was then reviewed how to calculate the prime on (B)(6) 2019 with the new pump and new catheter. There were no symptoms reported. On (B)(6) 2019 the caller stated that the pump has been on minimum rate mode since monday and they are programming a prime bolus today. They reviewed the calculation for prime bolus. There were no further complications reported/anticipated.